Event description:
Reporter alleges the pt in 1992 had positive right rupture (apparently present in 1991 but not recognized), complained of mild right discomfort, positive systemic problems, arthralgias, myalgias, paresthesia, fatigue, sweats, neurcognitive problems, sicca symptoms, hair loss, shortness of breath, gastrointestinal/genitourinary problems, "etc." Granuloma, exam positive for grade ii contracture of the right with superior granuloma, exam positive for grade I contracture of the left implant, bilateral axillary node teleangiectasis plus "unexplained" symptoms, positive bilateral rupture, thin capsules, medium calcium, extensive right granulomata, right medium histiocytes and left mild hystiocytes.